Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps instrument for failure analysis. Inspection identified a frayed grip cable at the distal end. Additionally it was observed that the instrument was found to have a frayed pitch cable at the distal end. Further inspection found discoloration on the clamping pulley at the proximal end. This observation is unrelated to the primary issue. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted distal gastrectomy surgical procedure, the maryland bipolar forceps instrument exhibited an alleged non-intuitive movement. The user completed the procedure with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the issue occured with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer while they were attempting to manipulate instruments. It was stated that the failure was not a static instrument. The instrument moved in the intended direction and the timing of instrument movement was appropriate. There was no instrument-to-instrument or system arm-to-arm interference or external collisions. The issue was persistent but the customer was able to use the instrument during the procedure under this condition. No further description related to the movement issue was provided.